Event description:
A failure occurred within a capacitor in a newlife oxygen concentrator. The capacitor showed signs of an internal heat and resulted in the emission of smoke from the unit into the room of the pt utilizing the concentrator in a nursing home facility. No injuries or fire occurred as a result. The unit was unplugged and subsequently taken out of svc and returned to airsep for eval.